Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not experience the malfunction code again after receiving information from technical support on resetting the pump, and they were advised to continue using the pump and contact technical support if the issue recurred.